Event description:
It was reported that the patient presented two days post implant with loss of capture, high thresholds, and high impedance on their right ventricular (rv) lead. An x-ray was taken and it appeared the rv lead had dislodged, resulting in a perforation. The patient was transferred to a hospital with the appropriate surgical capabilities, where the rv lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.